Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl; cause was unknown. Bg was addressed via a correction bolus. Reportedly, customer continued to use the pump for insulin therapy.